Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes insulin pump squirt insulin during priming. Customer stated that there was crack in the casing around the battery compartment. Customer stated that insulin pump had random no delivery alarm, and they had to rewind more than once per reservoir change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.